Event description:
The customer reported that the system failed to display the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, power signal interface pcb, and ccd camera power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.